Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
The target lesion was 85% stenosed and located in the proximal to mid left anterior descending artery. Following eight treatment passes on low speed and four treatment passes on high speed with a diamondback coronary orbital atherectomy device (oad) followed by balloon angioplasty and stent placement, a blush and contained perforation were noted via imaging. The perforation was resolved with three minutes of balloon tamponade followed by proximal stent placement. The patient was in stable condition following the procedure